Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, an 9f delivery sheath was used, and there was not any angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was chosen for implant using a 9f amplatzer talisman delivery sheath. During procedure, after fully deployment of the device, a bulging was noted on the right disc. The physician tried to correct the shape by pushing and pulling on the cable without success. The deformed device was never released from the delivery cable while inside the patient. The device was then removed and replaced with a new 30-25mm amplatzer talisman pfo occluder, which was successfully implanted. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.